Manufacturer narrative:
(B)(4). The field representative was contacted and provided an update that the patient was seen in the clinic yesterday ((B)(6) 2017). The patient was still wearing a life-vest that was issued when they turned therapy off. X-rays were taken and did not show anything wrong with system placement. The physician commented that the patient's body mass has changed since implant and that may be contributing to the issue. The plan is to replace the s-ICD system with a transvenous system within the next week. The physician elected to explant the s-ICD system and replace with a transvenous single chamber implantable cardioverter defibrillator (ICD). The s-ICD had been programmed off and the patient was given a life vest. The field representative confirmed no other symptoms or issues reported.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) has a history of untreated episodes stored due to t-wave oversensing and low amplitude signals. Back in 2015, the captured s-ecgs looked good in primary and secondary configuration, but was poor in alternate when sitting. When the patient would lay on his left side, the amplitude would decrease in both primary and secondary. X-rays were taken to rule out device migration. No adverse patient effects were reported. New information was received in december 2016 that the patient received a shock due to oversensing while sleeping on his back. Automatic setup chose the same vector as before. The device was programmed to primary sensing vector with a 1x gain. Boston scientific technical services (ts) discussed troubleshooting to try and reproduce the morphology change. The morphology change was reproduced significantly when the patient would roll on his left side. Ts discussed a possible change to the device positioning that could be contributing to this behavior. Inappropriate sensing was observed in all three vectors with testing maneuvers and noise was seen in secondary, but was marked as sensing. Because of this, ts recommended leaving therapy off and providing some type of protection for the patient until the issue is resolved. Ts recommended getting high quality lateral and pa x-rays. No adverse patient effects were reported. The patient did report feeling a sting in his left side from when he received the shock.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
---